Manufacturer narrative:
This is one of two device reports related to this event. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the pt experienced three cardiac arrests and all injuries associated therewith. The initial two experiences occurred approximately two months apart and the final one approximately one month after that. The pt then subsequently expired; all of which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.